Manufacturer narrative:
The report of channel error code 242.4020.0 occurring during an infusion of norepinephrine was confirmed. During physical inspection and disassembly of the device a loose plastic rivet lock pin fell from the vicinity of the gear box assembly. All the installed plastic rivets had their pin locks installed. The instrument seal was previously broken. Analysis of the pcu event log shows that at 10:58am on (B)(6) 2018 the device began a programmed infusion of norepinephrine 4mg/250ml in anesthesia mode. Approximately twenty minutes after the dose was increased to 0.075mcg/kg/min, the pump module alarmed with channel error code 242.4020.0. The user turned off the module after transferring the infusion to another pump module. Testing replicated the error code. After the loose object was removed the channel error stopped occurring. The pump module infused within specifications. The root cause for the loose plastic rivet lock pin is associated with facility maintenance of the device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a primary infusion of norepinephrine (4 mg in a 250 ml bag with a dose of 0.005 mcg/kg/min) in anesthesia mode, error code 242.4020 occurred. The patient had a drop in blood pressure which resolved within 2 minutes after the infusion was switched to another module. No medical intervention was required and there was no lasting harm.